Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetic educator reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level. Customer¿s blood glucose level was 596 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus. Customer reported that the insulin pump had received insulin flow blocked alarms and low battery alert. Customer stated that the based on report did not show she tried to resolve the issues. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.